Event description:
It was reported that when the system would not calibrate-field distortion. The customer, who is experienced with this process, assured all metal was removed from field, that spacer - risers were used on bed, and there was no overhead light interference. The customer even attempted to calibrate by removing the headset from the pt and calibrating it above the pt and table. There was still a field distortion issue.

Manufacturer narrative:
A bad receiver was identified on the system by the field service engineer. The receiver was replaced and the system is now functioning as intended.